Event description:
The customer stated that she tested her blood glucose on her meter and received a reading of 243 mg/dl. She also tested using another contour meter, and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.